Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the patient had percutaneous leads put in and a surgical lead removed. This occurred on (B)(6) 2015. There was no issue with the lead the rep was aware of. The rep's understanding was that the patient wanted an MRI compatible system. The patient was seen two times after this and everything was fine and the patient was doing well. Then, the patient had a procedure around (B)(6) in her coccyx area. This was confirmed to not be related to the device or therapy. They did not use cautery, but just used a catheter. Since then, the patient had been seen a few times by the manufacturer's representative and had reprogramming done since she was getting belly stimulation. There was paresthesia in the wrong location. There was a recent medical test or electromagnetic environmental exposure. An MRI and x-ray could have been related to the issue. Based off these, it appeared the lead was in the right position, but they did not have a post-operative x-ray to compare it to at this time. Electrode impedances were taken at 0.7 volts and all appeared within range between 931-1105 ohms. The rep confirmed that she checked all references. Then a group impedance was checked on the program that was giving the patient trouble. Group d program 1 570 ohms 1+,2-,3+ (5v, 120pw, 40hz) program 2 317 ohms 12+, 13-, 14+, 15-, (7v, 290pw, 40hz) program 3 217 ohms 1+,2-,3-,4-,5+,10+,11+,12+, (2.3v, 450pw, 40hz) the rep then just reprogrammed the patient to the following. Group a 1-390 ohms- 8.1v, 450pw, 40hz 2-313 ohms-8v, 210pw, 40hz 3-284 ohms-2.8v, 450pw, 40hz 4-261 ohms-3.8v, 240pw, 40hz. It was noted the rep had tried reprogramming the patient a few times in the past since she had surgery on her coccyx and they had not had any luck with preventing the belly stimulation. The patient was not getting stimulation entirely where she needed it. They were able to resolve the issue with the patient feeling stimulation in her belly. Relevant medical history included non-malignant pain.